Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825r, serial/lot #: (B)(6), UDI#: (B)(4). Work order completed. H3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the power cable and em (electromagnetic) interface were replaced. Codes b01, c02 and d02 are applicable. H3, h6: analysis was performed for product: 9735825r, lot number: 1600488920. It was reported that the returned em interface was found to have a torn cable jacket with exposed wires. Despite the damage, the interface was found to be fully functional. Codes b01, c02 and d02 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the electromagnetic (em) interface and external power cables were showing signs of wear. The outer sheath was beginning to expose the layer beneath. There was no patient present.

Manufacturer narrative:
H3, h6; the cable, lot number: lc 22h23a, was returned to the manufacturer for analysis. The returned cable had small cuts in the c able jacket but no internal conductors have been exposed. The prongs on the plug were all slightly bent. Otherwise, the cable passed a continuity test with no opens or shorts detected. Codes b01, c02, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.